Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Result: the 3max was fractured approximately 4.5 cm from the hub and kinked approximately 12.5 and 16.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure, the 3max was found to be fractured when the physician was setting the 3max and a penumbra system 5max ace reperfusion catheter coaxially. The procedure continued successfully using the same 5max ace and a guide wire. Evaluation of the returned 3max revealed it was fractured and kinked. This type of damage typically occurs due to improper handling during use. If the 3max is manipulated forcefully or at an angle during insertion into a catheter, damage such as this may occur. These devices are 100% inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the cerebral vasculature using a penumbra system 3max reperfusion catheter. During preparation for the procedure, the 3max catheter was found to be broken and was not used. The procedure continued successfully using a penumbra system 5max ace reperfusion catheter.